Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported the right atrial (ra) lead and right ventricular (rv) lead dislodged and that neither helix would completely retract. The patient was noted to be stable however in a bradycardia rhythm. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.